Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/27/2016, that on (B)(6) 2016, the receiver displayed a firmware error. Reportedly, the pediatric patient was using an adult receiver. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.